Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // levine emb agar catalog number 221289 with 510k - preamendment. Investigation summary: the defect was not confirmed because there is no picture and returned sample. No issue in device history record review. No issue in retention sample. Root cause was undetermined. We will continue to monitor the trend this issue.

Event description:
It was reported that the agar on bd bbl¿ plate tsa5% sb//levine emb was contaminated. The following information was provided by the initial reporter, translated from (B)(6) to english: contaminating bacteria grow on agar.